Event description:
It was reported that during a device replacement due to eri, interrogation revealed the lifetime of the device was two years. The device was explanted and replaced without adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.